Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that reported issue could be confirmed. Testing found 7 bad sectors. It was suspected that the sr manager error was caused by the bad sectors. Analysis found that the reported event was related to a computer issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that before a case, when loading the cranial application, a manufacturer representative received an sr manager failure. Technical services (ts) had the representative check the system for a cd and cd was in the drive. The representative tried to launch cranial again but got the same error. After a reboot, the representative tried to launch admin but received an unrecoverable error but the admin app opened anyway. The representative re-installed the software and the issue still occurred.